Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: dzi. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate broke when the surgeon bent the plate during the jaw plastic surgery on (B)(6) 2017. The surgery was completed by using the alternative plate with same part number. No fragment was left in the patient's body. There was surgical delay of five (5) minutes and there was no adverse consequence to the patient. This report is for one (1) ti matrixmidface oblique l-plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part number: 04.503.383s. Synthes lot number: 9851396. (B)(4). Release to warehouse date: 04.mar.2013 expiry date: 01.feb.2026. Non-sterile 04.503.383 / h022577 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 27-jan-2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation was performed on the plate. The returned device was received sealed in a bag and has no laser markings. A visual inspection of the ti matrixmidface oblique l-pl 2x3 holes-left/0.8mm thick shows the plate is cut such that the first hole of the 3 holes is removed. The plate is also bent/twisted, has heavy gouges and damage on the beam and the holes closest to the beam. This lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition, it has been concluded any damage, breakage, gouges/scratches or out of specification condition due to damage occurred after the product left manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.